Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was explanted because there was a problem with it. It was stated there was a ¿kind of dissolving process¿ that had affected the ins. It was noted the patient status at the time of report was alive with no injury. It was noted there were no symptoms associated with the event. It was further reported the date of the event was unknown. It was noted the patient had an infection. It was stated the root cause of the problem was unknown. It was stated the patient outcome and device status were unknown. It was clarified that the issue was ¿dissolving leads.¿